Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report. The user facility reported that the referenced device was repaired by a(B)(4) and reported that the reported phenomenon was unrelated to the functionality of the device. The user facility reported that the users were experiencing difficulty removing the scope due to there was a nub on the bending rubber, and the patient was said to have difficulty ventilating for a brief moment. The intended procedure was said to have been completed with no ill effect to the patient. The referenced device was reportedly inspected following the procedure and the bending cover was said to have been pulled over 8/16 inches which occurred presumably when the users were attempting to retract the device. There were reportedly no components or parts missing from the distal end of the referenced device upon inspection. The user facility reported that the device will not be returned to olympus for evaluation and will traded for a device with a different company. The service history of the referenced device shows it was last inspected by olympus on (B)(6) 2010. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a double-lumen endotracheal tube placement procedure, the bending section cover overlapped and caused the sheath to get caught on it. The patient reportedly was asphyxiated when the users attempted to withdraw the subject device. There was no death or serious injury reported.